Event description:
The pt awoke on 12/21 feeling fine. His 8:30/a blood glucose result was 190 mg/dl. He took his regular dosage of insulin and ate a "normal" breakfast. At approx. 10:45/a, he began to feel nauseous and dizzy and contacted his wife who arrived home at 11:00. A bg test performed on the pt's meter at that time was 181 mg/dl. She transported him to the hospital where at 11:30/a, his laboratory blood glucose level was 581 mg/dl. He was admitted for hyperglycemia, treated with an insulin drip and released 4 days later. The pt is reportedly "slightly anemic" which may effect the accuracy of meter results as stated in the product's instructions for use. The meter is cleaned properly and was in calibration on 12/30, reading 86 within a range of 68-92.